Event description:
It was reported that during an angioplasty stenting treatment procedure stent damage occurred. The lesion being treated was located in the left coronary common core. The promus element plus stent 3.5x20mm was shortened. The procedure was completed with a different device (4x20). No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).